Event description:
Dealer called stating that both motors are allegedly leaking grease. The right motor is allegedly leaking out of the seal at the top of the gearbox. The left motor is allegedly leaking where the motor and gearbox meet. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model r51lxp, serial number/date (B)(4) is approximately 5 months old. The owner's manual part number 1106645 rev g (jul-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.